Manufacturer narrative:
The device is expected to return for investigation. It has not yet been received.

Event description:
The event involved a plum 360 device that was programmed to infuse cisplatin, 500ml in 24 hours, on (B)(6) 2019 at 3:00pm, with a rate of 20.8ml/hr. The infusion finished on (B)(6) 2019 at 8:00am, instead of 3:00pm; eight hours before the estimated time. The patient was receiving dhap-r protocol on its second day. When the event was noticed, the chemotherapy programmed for that day was suspended, leading to a delay in drug therapy, and medical management was given. Medical management included infusion of fluids and vital sign monitoring. The patient remained hospitalized to continue with the chemotherapy administration and medical management.

Manufacturer narrative:
The history of events was downloaded from the pump and during the review of (B)(6) 2019 at 3:29 p.m., the programming related to what was commented by the customer on channel a was found, with a flow of 20.8 ml / hr with a vai (volume to be infused) of 500 ml for a duration of 24 hours 2 minutes. This infusion was stopped manually at 3:47 p.m. And its programming was modified on channel a with a flow of 100 ml / hr with a vai (volume to be infused) of 193 ml for a duration of 1 hour 55 minutes. At 5:51 p.m. The full pump delivers it. At 5:57 p.m the pump is programmed in channel a with a flow of 20.8 ml / hr with a vai (volume to be infused) of 100 ml for a duration of 4 hours 48 minutes. At 10:44 p.m the infusion is completed in the established time. This shows that the programming commented by the customer if it was entered in the device but the user modified the infusion parameters several times and in this way significantly varying the delivery times. The pump failed to infuse the medication in the initial programming because the programming was modified several times. The customer protocol was carried out, it was determined that the device at all times infused according to the flow and volume programming in a constant way, working in normal conditions for delivery of programmed infusion. The device correctly controlled the flow valve of the intravenous set avoiding occlusions or free flows. The device passed the entire test and at no time made imprecise deliveries or self-programming. The probable cause was user error programming.